Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that the ins battery does not hold a charge and that they need to charge ins battery 2-3 times a day. The issue has been ongoing for several weeks. Agent instructed the patient to remove and reinsert the controller battery pack, after which a "memory problem" message appeared. Patient updated the date and time settings. Agent then had the patient reconnect the battery pack while the controller remained connected to ac power. Patient confirmed a yellow/green light on the controller and a solid green light on the ac power cord. Controller battery level was 100%, and ins battery level was 50%. Patient stated it takes a couple of hours for the ins to reach a full charge and reported that the ins battery had previously been at 90% but dropped to 50% the following day without use. Patient also noted that the rubber coating on the outside of the recharger was frayed. Agent submitted a repair request for recharger replacement and advised the patient to monitor the issue and call back if it persists after receiving the replacement recharger.